Event description:
The account generated discrepant architect stat troponin-I results on patient samples with values above and below the cutoff. The correct / expected values / interpretation for each patient is unknown for troponin assay. The laboratory uses an architect stat troponin-I interpretation range of 0 to 0.04 ng/ml is negative. The reference laboratory uses a johnson amplified chemiluminescence interpretation range of 0 to 0.034 ng/ml is negative. No specific patient information is available. No impact to patient management was reported. Data provided: patient 4: (B)(6) 2012, (B)(4) tested architect stat troponin-I = 0.00, 0.02 ng/ml (negative); reference lab johnson amplified chemiluminescence = 0.091 ng/ml (positive).

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
To investigate the customer concern, the investigation team first reviewed customer complaints received to-date to determine if others have experienced the issue. The review of this data did identify an increase in complaint activity. As a result of this increase a study was completed to evaluate the assay's performance. An internal troponin-I panel was tested with reagent lot, 21173un11. All of the materials utilized in testing were stored and maintained at abbott's facility. The troponin-I panel is made from human plasma and it's targeted to a known concentration. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Although the investigation team was unable to find an exact cause of the results the customer observed, the accuracy testing indicates the reagents are performing acceptably. Based on this investigation, the investigation team have concluded that the architect stat troponin-I assay is performing acceptably and no malfunction was identified.